Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the attachment screw and nut is missing optical inspection of the screw hole revealed some material displacement on one of the corners and some galling around the hole as well. It appears the screw broke due to torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, when the surgeon went to disengage the set screw from the plate, the screw of the inserter broke off and stuck on the plate. The broken screw was removed from the patient. No patient complications were reported.